Event description:
It was reported that the ventricular assist device (vad) patient was in complete heart block. The patient was scheduled for a right heart catheterization as part of a transplant evaluation and later that day the patient reported having frequent low flow alarms but denied any dizziness, pre-syncope, or syncope. The patient was instructed to go to the emergency department where electrocardiogram (ECG) showed complete heart block with rate in 30¿s. The patient was admitted and was given 500cc normal saline (ns) and vvi increased from 30 beats per minute (bpm) to 80 bpm. No further low flow alarms were noted, and medication was discontinued. The patient was considered stable and discharged. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. This information was received from the mechanical circulatory support product surveillance registry study. Product event summary: the ventricular assist device (vad) was not returned for evaluation. Log file analysis could not be performed since log files covering the reported event date were not available for analysis. As a result, the reported low flow event could not be confirmed. Information received from the site indicated that an electrocardiogram showed that the patient was in complete heart block; the patient was given normal saline and vvi was increased from 30 beats per minute (bpm) to 80 bpm. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, cardiac arrhythmia is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient and the patient's reported medical history, it was noted that the patient had a history of cardiac arrhythmia. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.